Event description:
It was reported that the customer was unable to remove cartridge from the pump due to corrosion on the pump. To resolve this, customer would refill the same cartridge multiple times which caused it to overfill. Reportedly customer experienced elevated blood glucose levels due to the reported issue. Customer¿s blood glucose level was 179 mg/dl and reportedly, the customer reverting to using manual injections.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to remove cartridge from the pump. To resolve this, customer would refill the same cartridge multiple times which caused it to overfill. Reportedly customer experienced elevated blood glucose levels due to the reported issue. At the time of the call customer was experiencing a bg of 179 mg/dl and reverting to using manual injections.